Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a downstream occlusion sensor bubble and dented air detector. Patient involvement unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a bubbled dso seal, lifted air in line detector, and a scratched lens. The visual inspection confirmed the reported problem and the root cause. The downstream occlusion (dso) seal and air in line detector were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).